Manufacturer narrative:
A dräger service engineer has evaluated the device and could confirm the reported ventilation shut-down. The triggering condition was a loss of the auxiliary vacuum pressure, caused by a cut in the actuation tube for the peep valve. After replacement of the tube the device was fully functional again. The issue can be reconstructed as follows: the auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston operation and to actuate the valves that control the ventilation cycles. If the vacuum pressure gets out of range, the supervisor functionality of the software will force a shut-down of automatic ventilation to protect the patient from potentially hazardous output and to prevent from serious damages to the ventilator unit. A corresponding alarm will be posted. The device design allows to perform manual ventilation via the built-in breathing bag including gas dosage then. This ensures that patient support can at least be bridged until a replacement device is made available; the procedure may also be finished in manual ventilation. The control tube for the peep valve is routed outside the device; it may habe been damaged during use unnoticedly.

Event description:
It was reported that the device suddenly posted a vent fail alarm and shut down automatic ventilation. It was explicitly mentioned that the event did not lead to health consequences for the patient.